Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would not boot up. Functional testing and data download were unable to be performed due to the receiver not turning on. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective battery. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.